Event description:
Rt complained of high pressure alarms.

Event description:
The following was reported to hamilton medical ag: rt complained of high pressure alarms.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: original assessment from (B)(6)2022: der kunde hat uns zurückgemeldet, dass ER keine weiteren informationen mit uns teilen werde. Aufgrund der vom kunden gemeldeten informationen und der auswertung der logfiles, hat unser gerät aufgrund des hoch eingestellten drucks immer wieder mit einem «pressure (high)» alarm alarmiert. Unser gerät hat zu jedem zeitpunkt korrekt funktioniert. Aus diesem grund ging von unserem gerät keine risiko aus (risk ID: no_risk). Der schweregrad des falles ist aufgrund der tatsache, dass der patient verstorben ist mit 1 bewertet. Da der druck gem. Logfiles nicht reduziert wurde und willentlich weiterhin hochgehalten wurde, ist dies ein indiz für den schlechten gesundheitszustand des patienten und dass die anwender alles versuchten, den patienten zurückzuholen/zu stabilisieren. Translated with www.deepl.com: the customer reported back to us that he would not share any further information with us. Based on the information reported by the customer and the evaluation of the log files, our device has repeatedly alerted with a "pressure (high)" alarm. Our device was functioning correctly at all times. For this reason, there was no risk from our device (risk ID: no_risk). The severity of the case is rated 1 due to the fact that the patient died. Since the pressure was not reduced according to the log files and was deliberately kept high, this is an indication of the patient's poor state of health and that the users tried everything to bring the patient back/stabilize him. Translated with www.deepl.com/translator (free version). Conclusion: customer does not wish to send the ventilator in, in fact they have cancelled the rga. They will not be answering the questions you asked in previous emails. Patient harm: patient expired, causes unknown -> after investigation, not caused by the device.